Manufacturer narrative:
Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Also stated, controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported death. Lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as and death. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient on (B)(6) 2016 was found dead at about 9:20pm, by the nurse. It was reported by the nurses that no alarm occurred. It was stated that the log files were sent to the manufacture and that the controller would be returned for analysis. No additional information provided. Investigation is ongoing.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2016 for arrhythmia. It was stated that the patient state of mind was "ok, with no depression." It was further stated that is was not known why the power sources were not connected to the controller. There were no damages visually seen on the controller. Power sources were connected to the controller when patient was found to see if they worked and the batteries were also tested and showed they had power. It was said that the last time the patient was seen alive was at 7:20pm. It was further stated that the pump would not be returned and that there not be an autopsy done. Controller was returned to the manufacturer and was received on (B)(4) 2016.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log files which revealed that power must have been lost within 15 minutes after 20:52:49 pm on (B)(4) 2016. The controller was not powered up for approximately 28 minutes. The loss of power was most likely due to a double power disconnect. The following batteries were connected prior to the loss of power: (B)(4) on ps-1 with 95% charge, and (B)(4) connected on ps-2 with 64% charge. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The sound volume of the high priority alarm was confirmed when the driveline cable and both power sources were disconnected. A sound level meter was used to measure the high priority alarm and it measured within the design parameters. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The loss of power was most likely due to a double power disconnect. The lack of an audible alarm could not be confirmed since the controller sounded the alarm under lab conditions. Root cause and final for a double disconnect that ended in death and controller no sound issue, not found: although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device is a likely contributing factor. Contributing factors to the patient outcome include the double disconnect and length of time before reconnection of both power sources to the controller; in addition to failure of the patient and staff to hear the "no power" alarm versus failure of the "no power" alarm to sound. It was further stated that is was not known why the power sources were not connected to the controller. There were no damages visually seen on the controller. Power sources were connected to the controller when patient was found to see if they worked and the batteries were also tested and showed they had power. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The root cause of the reported event cannot be conclusively determined however the patient's past medical history, comorbidities, and pharmacological factors may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.